Event description:
The customer requested information regarding pacing a pt through pads only when an ECG waveform via leads is not available. The customer stated that there was no negative pt outcome related to device behavior.

Manufacturer narrative:
(B)(4). The customer requested information regarding pacing a pt through pads only when an ECG waveform via leads is not available. The customer stated that there was no negative pt outcome related to device behavior. Information was provided to the customer regarding fixed mode pacing which does not require the use of ECG leads. The device was functioning as designed and intended and was not evaluated by philips. This was a request for information only, and no malfunction. The customer stated that the information provided by philips addressed their needs.